Event description:
It was reported that a code blue alert did not enunciate in the facility's pbx office for the facility's 2e unit and the patient subsequently expired. The customer reported that the code call was enunciated at the nurse's station (primary notification location) and was attended to, however it was not received at the pbx. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
It was reported that a code blue alert did not enunciate in the facility's pbx office for the facility's 2e unit and the patient subsequently expired. The customer reported that the code call was enunciated at the nurse's station (primary notification location) and was attended to, however it was not received at the pbx. Multiple attempts to obtain additional details of the event including the determined cause of death, the patient's medical history, whether a delay of care occurred, etc. Were unsuccessful. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code blue calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. In addition, the nurse call system offers the option to configure secondary notification of calls to additional locations within the system. The nurse call system secondary notification options include providing visual and/or audible event alert notification via customer-designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on a nursing-specific unit, a nurse console in the pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with the naming convention, and audio and /or visual displays based on the customer's preference/request at the time of initial integration. A review of the call report logs indicates that a caregiver was present in the patient's room at the time the call was placed and that multiple staff entered and exited the patient's room immediately after and for the 27-minute duration of this call. Investigation at the time of the customer call by the hillrom technical service determined upon accessing the facility's system configuration, in the secondary configurations the pbx was not configured to receive code calls for the following units 2e as well as 6j, 6k, and 1j. The configurations were changed to include the pbx operator in the receipt of notification. At this time, it is unknown if the alert routing/enunciation configurations were the expectations of the customer at the time of initial integration/configuration. Additional evaluation indicated at the time of this installation, a room-by-room certification was performed confirming proper call routing and enunciation for this associated unit and the customer approved the call configuration at that time. Additionally, it is noted that the customer recently performed facility renovations which include the floor location of this unit, renovations were noted to involve disabling rooms, moving unit equipment, renaming rooms, and requesting call routing changes including routing to secondary consoles. Log files show that staff was in the room at the time of the code blue call and for the duration of the call, however, due to the inability to exclude if there was a delay in care from a specialized team that potentially caused or contributed to the patient¿s death, this is determined to be a reportable death.